Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had his device explanted on (B)(6) 1995 due to "leads falling out of spine" and that it "didn't work." Further f/u was not possible.